Manufacturer narrative:
The device was received and evaluation was completed. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. A visual inspection was performed and found two of eight battery pins were depressed and unable to rebound as designed. The reported symptom was verified. The cause was determined to be fluid intrusion and the rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "battery pins" there was no known patient injury or medical intervention associated with this event. No additional information is available.